Manufacturer narrative:
During the device evaluation, a loose drive link was found. A loose drive link was the likely cause of blade whip creating a larger incision in the pine wood cut test block.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing, additional information will be submitted once the results analysis is complete.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the blade created a larger incision and popped out of incision during cut testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the blade created a larger incision and popped out of incision during cut testing. There was no patient involvement and no adverse consequences associated with the device.